Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the trial patient did not feel the stimulation from the external stimulator (ens) where they need to feel it. The patient stated that they were not feeling the stimulation where they should be and felt ¿something¿ in their lower back near the lead wire. It was suspected/thought that the lead wire had pulled out of place. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.